Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the water supply pipeline of the subject device was not disinfected when the water filter was replaced. There was no report of patient injury of infection associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. The instruction manual of the device instructs that disinfection in the water supply pipeline be performed when replacing the water filter. Omsc presumed that the reported event occurred because the user didn't follow the instruction manual.